Event description:
It was reported that there was an infection. On (B)(6) 2014, the left implantable neurostimulator (ins) was removed due to an infection. The device was going to be replaced on the day following the date of this report as the patient had not had an implant on that side for 77 days. The patient had had 10 replacements on the left side, the patient had high settings. The last settings were 3.8 volts, 210 pw and 130 rates. The programmer was concerns with starting the patient back at 3.8. Additional information received reported at the time of the implant the patient had an unrelated colon infection. It was noted that the patient had an inactive device still implanted and the device had been discontinued by the choice of the patient. The patient had been pre-screened for infection prior to surgery and the patient was clear for surgery. Surgery went well, a rechargeable device and extension were implanted. A culture was taken during the surgery. It was noted later in the evening on (B)(6) 2014 the patient had stated that they were removing the system the next day because the culture had come back positive for infection. It was unknown if this was one long continuation of the infection or if it was two infections. Patient was not receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3387-40, lot # j0417731v, implanted: (B)(6) 2004, product type lead; product ID neu_ins_stimulator, implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 7426, serial # (B)(4), product type implantable neurostimulator. (B)(4).